Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that catheter was broken. A 110cm ep¿xt unidirectional steerable diagnostic catheter was selected for use. Prior to patient insertion, it was noted that the catheter was broken in half. No patient complications were reported.